Manufacturer narrative:
The technician investigated and found the bed operates as designed and no problems were found.

Event description:
The nurse specialist alleged, the bed exit was set at zero seconds and moved to 6 seconds on its own. The patient existed the bed and was found on the floor next to the bed and was not injured. The patient allegedly has dementia and a history of falls.